Manufacturer narrative:
One photo and three samples without original package. Visual inspection revealed one tube was broken in two parts and the wire was stretched. The other two samples do not present the reported broken tube condition. The event was confirmed. Based on the analysis performed on the photo provided, the event was confirmed, the tube is broken. This type of condition could be generated during use in the patient by stretching the product with excessive force or during reprocessing of sample for subsequent uses due to improper handling or use of non-recommended lubricants or cleaning solutions that could damage the product. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored, and if a trend is identified an investigation will be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Lot number is unknown, information was requested, but was not available from the customer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient had undergone an emergent trach change. After successful placement of that trach tube the patient then went on to block the new tube that had just been placed. The patient went on to have cardiac arrest, but not at fault of this tube. CPR carried out and patient was recovered quickly.